Event description:
Mother reported the infusion device displayed an e8 power interrupt error, and she is unable to clear the error message because the buttons are "blocked." The key-lock feature was not activated, and the battery was not removed while the infusion device was in the run mode. The infusion device was dropped in water, the day before the event. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.